Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right capsular contracture baker grade IV. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event that is not related to the device. Rupture: observed, broken on anterior side assessed as surgical damage, two openings on anterior side assessed as surgical damage, and missing shell assessed as inconclusive. Clarification to medical device problem code 2 from previous medwatch: a050401 - fluid leak with incorrectly reported.

Event description:
Healthcare professional reported, right-side capsular contracture baker grade IV and rupture that was identified upon surgery. The device has been explanted and replaced.

Event description:
Healthcare professional later reported right side rupture and deflation. Device has been explanted.